Manufacturer narrative:
The device received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was unknown the time of the incident. Customer stated that the insulin pump had blank display. Troubleshooting was performed. The insulin pump will be returned for analysis.